Event description:
It was reported that the pump touchscreen was cracked/ shattered after customer bumped pump into object, which left screen damaged. Unresponsive, and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump.